Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient took a tumble on their parent's porch on wednesday. Patient said when they fell they scraped their arm and their right leg. Since then it felt like the stimulator was inside their leg and not in their back. Since the fall, patient has had a return of symptoms: patient started to wet themselves again and that hadn't happened since implant. Patient also said they were feeling kind of weird on the right side of their head. Patient called their doctor's office and was told to call the manufacturer. The role of patient services was reviewed and the patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called mentioning that after checking with the doctor, they confirmed that the lead moved and they were having the lead reset. The patient still turn on the therapy for a little while to have some control, if they keep the therapy on they get an uncomfortable sensation on their leg. The patient confirmed that the doctor will reset the lead next tuesday.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zbq8 serial#. Implanted: (B)(6) 2024, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.